Event description:
Complaint ID#(B)(4).

Manufacturer narrative:
It was reported that the customer received an hls set that had no damage to the outer box, but a puncture was noted in the internal packaging. The failure occurred before use. No harm to any person has been reported. As the product became unsterile and there is a potential risk for a patient, a report is required. The affected product was investigated by the getinge laboratory on 2025-01-22 with following conclusion: during visual inspection several damages on the packaging could be observed. As well as loose velcro straps. The hole in the tyvek was located on the hight of the so2-connectors of the hls module. The root cause of the reported failure was an insufficient fixation of the oxygenator due to loose velcro straps. This complaint is in scope of fsca 661861(USA). According to the field action plan the most probable root cause was determined to be an inadequate fastening of the hls module onto the insert of the intellipack, as well as an isolated detachment of the insert from the intellipack. This led to vertical movement of the hls module during transport whereby the brackets of the venous measurement cell at the blood inlet connector pierced the sterile tyvek cover of the intellipack. Additionally, the investigation results suggest that in order for the tyvek cover to get punctured by the brackets of the venous probe holder the hls set must be dropped upside down so that the velcro straps become loose and the hls module has the necessary space to move. The following measures were defined for affected products in our control in order to further reduce the risk of damage to the sterile barrier of the product during transport. 1. The applying of additional labels to the outer packaging for careful handling of the pack during shipment. 2. The use of special transport companies with separate transport services for sensitive transport goods (ssu¿s task). 3. The visual inspection of the primary packaging by the customer before using the goods according to an inspection guide affixed on white box. Based on the results and the provided pictures by the customer, the reported failure "hole in tyvek" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the customer received an hls set that had no damage to the outer box, but a puncture was noted in the internal packaging. The failure occurred before use. No harm to any person has been reported. As the product became unsterile and there is a potential risk for a patient, a report is required. Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.